Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was undersensing, low impedance, and no capture. The atrial lead was switched to unipolar configuration and remains in use. No patient complications have been reported as a result of this event.